Event description:
The nurse changed crrt filter at 1800 due to clotting of first filter. Filter was changed and was primed without issue; air removed accordingly. Rn hooked the pt up to start crrt when the filter's proximal blue port on the cylinder filter broke off. This resulted in blood being sprayed with high velocity in the room and on the nurse.